Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during use, pituitary broke. The device was used to treat the patient. No other information available.

Manufacturer narrative:
Additional info: product analysis: the superior shaft is broken at the center line of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The material forward of the pin and the pin were not returned. The above observations are consistent overload of the instrument.